Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported screen issue; display flex found damaged. Analysis also confirmed the reported power cord door issue; power cord bay door found broken. Analysis found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. System fan was noisy. It was noted the hard drive was worn out. (B)(4)

Event description:
It was reported the the screen goes "poltergeist" about every other time you start up. It was also indicated new power cord, analyzer, and power cord door are needed. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.